Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that on (B)(6) 2022, they performed a pa and lateral sacral x-ray and there was no lead fracture. Patient has no current oab symptoms, thus patient elected to do nothing. Offered explant but declined. The issue has been resolved. One (B)(6) 2022, they were unable to sync; suspected dead battery and confirmed by manufacturer representative who was present.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the pt said, starting yesterday, they noticed a pulsing feeling which they have never had before, it is like sitting on a vibrator. Pt said they have had no falls nor accidents and no medical tests or procedures out of the ordinary. Troubleshooting reviewed the option to turn stim down, change the setting or turn stim off to evaluate if the pulsing is related to stimulation or not. Agent offered to assist pt to use their control device and pt said the communicator has been plugged into ac power for about a half hour, they think they have never charged it nor the handset before today. Pt plugged the handset into the ac power and reported seeing a battery and lightening bolt. Offered and sent email with equipment use information. The patient mentioned unrelated medical history. This included pt mentioned they have had interstim for about 10 years but made no allegations against their devices. Pt reported they also have a cochlear implant. Patient called back the next day with charged equipment to try to connect with their ins. Patient wanted to connect with ins to make sure the device was still working due to the vibration sensation they experienced the last two days. Patient said they no longer feel the vibration sensation today. Patientinquired if their implant battery could be depleted. Patient said they are still receiving relief in symptoms and said they're "so happy with this thing." Caller said patient is not experiencing leakage or anything. Patient said they've never felt any sensation since first implant date in 2009. Patient was able to pair communicator with handset, but when connecting to ins, kept getting device not responding message. Troubleshooting actions taken; had patient palpate skin to feel implant, had patient sit and lean forward, placed communicator on different parts of implant, confirmed communicator was placed on skin with blue side on skin. Patient mentioned that they are very thin so the implant "stands out." Patient confirmed again that they haven't had any falls or trauma to the implant site, or anything unusual. Troubleshooting did not resolve the issue. Redirected patient to see hcp to check ins battery. Caller said they have an appointment with their doctor in december. Additional information was received from the manufacturer rep. It was reported that per caller, wanted to check the ins due to abnormal sensation or vibration that has been occurring for the past several months ((B)(6) 2022). The vibration would last a day or up to a few days. The first time the sensation occurred is when patient was sitting in a car and thought the car was vibrating, but then when it happened again realized it was the ins. The patient reported the sensation as uncomfortable and unusual. Per patient it has happened approx. Three times. Last sensation was approx 10 days ago. Per caller, another mdt rep did see patient, and ins hasn't been touched since, and believes this was around october'ish. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the pulsing sensation is unknown. The steps taken to resolve the issue were attempts as syncing, which was unsuccessful with the rep and the provider. The generator is presumed dead. They also noted: sacral x-ray. Additional information was received from a healthcare professional (hcp). The hcp reported that it is likely a device malfunction, no lead fracture. Ins was placed in 2019 and "low battery" in 2021.